Event description:
This rv lead was implanted on (B)(6) 1983 and capped on (B)(6) 2012. Upon opening the pocket it was noted the lead insulation had disintegrated and bare wire was exposed. The procedure took place at (B)(6) heart hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).